Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
The doctor explained it as the anchors both broke upon insertion of them. They then decided to try a different lot and they were able to complete the case. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned as it was discarded, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: when you have a moment, please do a DHR review on product code: 212041, lot number: 3927504. I would need to know the following: qty. Of the lot: (B)(4), date of release: october 12, 2016, expiry date (if applicable): august 31, 2019, any anomalies or discrepancies in the manufacture of the lot. UDI: (B)(4).